Event description:
It was reported an external fluid leakage was observed from the connector of a prismaflex m150 set during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital e1: initial reporter address: (B)(6). E1: initial reporter city: e1: initial reporter state: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.